Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation, conductor coil and suture sleeve were found squeezed and damaged 19 cm distal to the is-1 connector pin, which most likely resulted from tightening the suture sleeve during the implantation procedure. Furthermore, the fixation helix was found bent and the steroid collar damaged, which probably resulted from the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to dislodgement. Should additional information be received, this file will be updated.